Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during procedure, there was no progression of the guide within the balloon and the proximal part of the balloon fractured. No other information was provided.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR.: the fg emerge mr, ous 2.00mm x 20mm, catheter was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion identified a break within the inner lumen, 20cm from the port exchange. A visual, tactile and microscopic examination of the balloon identified a complete circumferential tear occurred in the balloon. The tear was located 23.6cm proximal from the port exchange. The distal section of the balloon was also returned. A microscopic examination of the shaft polymer extrusion also identified within the mid-section of the shaft, the inner lumen was stretched, 19.7cm from the port exchange, for a length of 10cm. A microscopic examination of the proximal markerband was pulled proximally past the proximal balloon cone and was slightly flattened at the distal end. The markerband was positioned 22.8cm from the port exchange. The bumper tip showed no signs of tip damage. The device could not be loaded on a 0.014 inches guidewire as the distal section of the balloon was detached. The inner lumen was also stretched and damaged.

Event description:
It was reported that shaft break occurred. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during procedure, there was no progression of the guide within the balloon and the proximal part of the balloon fractured. No other information was provided.